Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were emergency room and hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 500 mg/dl at time of incident. Another blood glucose level was 230 mg/dl. Customer stated that the insulin pump's bolus and down arrow button did not respond and time advances. Customer stated that the insulin pump's contacts missing, damaged, or corroded and battery failed test alarm. Customer stated that the insulin pump's retainer ring was damage. The customer stated that the reservoir was able to lock into place. Customer stated that the insulin pump had crack at battery and reservoir compartment. The insulin pump will be returned for analysis.